Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00050 on 18-nov-2024. Additional information 08-jan-2025: based on the analysis of the information provided and troubleshooting performed by siemens, the root cause of discordant flc kappa results tested with n latex flc kappa lot 473184b on the bn ii instrument could not be identified. Based on the information provided, no other discordant results were obtained for n latex flc kappa and no issue with the assay or system could be identified. High immunoglobulin concentrations for igg, iga, and igm were detected for the patient which might have the potential to suppress the reaction of anti-flc antibodies with free light chain molecules, as described in the n latex flc kappa¿/¿n latex flc lambda instruction for use: "excessively elevated monoclonal immunoglobulin concentrations might have the potential to suppress the reaction of anti-flc antibodies with free light chain molecules. If results do not fit to previous ones, or to results of other tests (e. G. Serum immunoelectrophoresis, immunofixation, differential blood cell count) and/or to the clinical situation, it is recommended to re-analyze the sample in a higher sample dilution.¿ these observations suggest a single event for one patient; however, the exact root cause cannot be determined due to lack of available information. The customer is operational. The n latex flc kappa lot 473184b is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report falsely depressed n latex flc kappa results on a bn ii instrument. Quality controls (qc) recovered within the specified ranges at the time of the event. Per the intended use section of the n latex flc kappa instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc kappa reagent is marketed in the united states under siemens material number 10873629. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of falsely depressed n latex flc kappa results on a bn ii instrument. The results were considered discordant in comparison to historical results. The discordant results were reported to the physician(s), who questioned the results. The same patient in a different tube was repeated (diluted 1:400, 1:100, and 1:20) and the results were still falsely depressed. There are no known reports of patient intervention or adverse health consequences due to the discordant n latex flc lambda results.